Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Ureteral stent placement: "I am dictating a note about a procedure that I did in which I had trouble with the wire and the stent on a patient. This patient had lithotripsy and had a large stone burden that completely broke up at lithotripsy so at the end of the procedure, I wanted to put up a stent because I was afraid she would have to pass a lot of fragments and they might cause her to be obstructed. I put up the wire easily fluoroscopically into the kidney and then I started advancing the stent over the wire. This was an applied medical wire and an applied medical stent. The stent was buckling almost immediately trying to push it up even before I used the pusher. I then did use the pusher to get the stent to go up but it was very, very difficult and was buckling the entire way. I had to push so hard that it pushed the wire. Also, the wire came back down and the silver wire part of the wire was sticking out the ureteral orifice by the time I had the stent up in the renal pelvis. I. Then tried to pull the wire out of the stent with the pusher still in place to hold the stent in place and the stent would not come off the wire. As I pulled more on the stent to try and pull it off the wire, the stent and the bend in the stent where it had curved back around in the renal pelvis came down into the lower ureter. It hung up there and would not come out. I tried several attempts to try and push the end of the stent and the wire back up into the ureter to straighten it out so I could get it to come out, but the bend would not give at all. I then looked up in the ureter with a ureteroscope and it was very tight in there and there were some stone fragments there also. I ended up using the laser and cut the stent off of the wire with the laser and removed the distal end of the stent and then this freed up the space in the ureter enough that I was able to remove the other end of the stent. Then I just had plain wire, which I was able to pull that out. This entire procedure acting like there was no hydrophilic coating on the inside of the stent or on the wire. Also, once this wire was bent in the renal pelvis and it started coming back down, the bend would never straighten out as hard as I tried to pull the stent off of the wire. I think either there was no hydrophilic coating at all on either one or it had completely washed off very quickly, because from the very beginning the stent buckled trying to go on the wire."